Event description:
Patient had a 3 cm lesion in the ascending colon. Patient had a very tortuous anatomy and the doctor had difficulty navigating to the lesion site. He was able to see the lesion in the endoscopic view.. When he had trouble going any further, he started to manipulate the dilumen fore balloon by trying to extend it past the lesion. He was unable to get past the lesion and pulled the device out and that is when we saw the push rod on the left became separated. The case was finished with only the adult pentax colonoscope and the patient was discharged that same day. No adverse event.